Event description:
It was reported that target lesion restenosis occurred requiring additional intervention.On (b)(6) 2025, a 6.0 mm x 100 mm, 80 cm Ranger balloon was selected for use in a clinical study. The target lesion was located at the anastomosis in the right arm. On (b)(6) 2026, target lesion restenosis occurred. The subject underwent percutaneous transluminal angioplasty (PTA) to treat the restenosis. On the same day the event was considered resolved.